Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button stopped functioning as intended. Customer confirmed the pump turned on when plugged into a power source. There was no reported impact to customer's blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.